Event description:
A surgeon reported fibers were observed inside pts' eyes following surgery. A secondary procedure is planned to removed the fiber(s). Additional info has been requested.

Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replace or confirm the reported event and the root cause is therefore unk at this time. The root cause is unk at this time. (B)(4).